Event description:
The patient called animas on (B)(6). Alleging that the she has been having frequent low blood glucose readings, some of which were too low to register on her meter. She says some of the readings have been too low to register on her meter (less than 40 mg/dl). She reports she did not need medical intervention and was able to treat her low blood glucose levels with carbohydrates to raise her blood glucose level. The patient reported no issues with the infusion site and said she changed the site on the morning of (B)(6). She said her bolus history is correct except on (B)(6), when the pump did not show all of the bolus doses that she programmed gave. She says she gives herself 3-5 bolus doses per day and on (B)(6), the pump only recorded two bolus doses, which she says is incorrect. The basal settings were reviewed and confirmed as correct. The basal total daily dose correlated with the programmed amount. The patient will follow up with the hcp for treatment and prevention of low blood glucose levels. This complaint is being reported because the patient reportedly suffered readings indicative of hypoglycemia while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The bolus history, black box, and total daily dose history all verify that two boluses were programmed and delivered on (B)(4) 2012. A normal bolus and an audio bolus were successfully performed during testing and both were accurately recorded in the pump histories. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.